Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post implant of both a right and left ventricular assist device (vad), the patient was still intubated due to a severe pre-existing lung disease. However, the patient was neurologically intact, following commands, and doing well on biventricular vad support. The patient had a respiratory episode that required placing the patient on veno-arterial extracorporeal membrane oxygenation (va-ECMO). Following the procedure, the patient experienced bleeding from an unclear source. There was concern for bleeding in the lungs but they were unable to correct. The patient did not recover. Support of the left and right vads was discontinued and the patient subsequently died.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the vad instructions for use, bleeding is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including the reported severe lung disease and/or issues related to the therapeutic use of anticoagulant and antiplatelet medications. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.